Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient had a difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg was kept by the facility and will not be returned.